Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a water leakage. The issue was found during cleaning and disinfection. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image is not displayed due to cable failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the initial phenomenon was not reproduced by the inspection of the repair department. The information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence and this phenomenon was newly confirmed during the inspection of the device by the repair department.it is assumed that a communication failure occurred due to a cable defect, resulting in no images being displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had a water leakage. The issue was found during cleaning and disinfection. There were no reports of patient involvement.